Event description:
On (B)(6) 2026, a patient in spain reported insufficient subcutaneous tissue at the infusion set insertion site. This led to hyperglycemia, managed with pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.